Manufacturer narrative:
Reason for reoperation: rupture. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as unidentified (tear). Shell thickness was within specification). Lump/nodule: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a2, b1, d6b, d9, e1, g2, h3, h6, and h11.

Event description:
Healthcare professional reported left side rupture and "periareolar nodule". The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and device rupture.

Event description:
Healthcare professional reported rupture diagnosed by mammography. Healthcare professional later reported "periareolar nodule of 13x3 mm". This record is for the left side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b5, h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported left side rupture. It was later reported breast "nodule". The device has been explanted and replaced with non-allergan. The event of lymphadenopathy was confirmed to not be appropriate for this report.